Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female patient needing mechanical circulatory support. It was reported that the patient was on impella cp support due to mid right coronary artery lesion. A kink was noticed in the cannula on x-ray and the pump was replaced for another impella.